Event description:
Info received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician found the hi/low drive brake assembly dirty and greasy. The technician cleaned and lubricated the hi/low drive assembly and bearing to repair the bed.